Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right inguinal hernia repair procedure, as the surgeon opened two balloons, they did not inflate. Opened a third one, still did not inflate. Surgeon used third as a trocar, but as a balloon it did not inflate. None of the balloons inflated. First two balloons never touched patient. Surgeon opened a total of three balloons, none inflated. A different device was used in order to resolve the issue. No patient injury.